Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication of a performance issue of the reagent or instrument. The analyzer alarm trace contains abnormal probe sucking and sample short errors which are indicators of possible poor sample quality.

Manufacturer narrative:
The field service representative adjusted a slightly bent sample probe and performed precision checks without issues. The customer performed calibration and qc. The results were within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode and cl electrode results for 1 patient sample on a cobas c 501 module. The initial na result was 153 mmol/l and the repeated result was 138 mmol/l. The initial cl result was 113 mmol/l and the repeated result was 102 mmol/l. The results were reported outside of the laboratory. The repeated results were obtained on another module. The repeated results were believed to be correct. The electrode lot numbers and expiration dates were requested but not provided.